Event description:
Healthcare professional reported right side "rupture." Device was explanted and replaced.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported unknown side "rupture." Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture device evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed.